Event description:
The customer reported a fluid leak when using the unicel dxh 800 coulter cellular analysis system. Approximately 5 ml of clear fluid was leaking under the instrument. The leak was not contained. The customer also reported the instrument generated aspiration errors during the event. The operator was wearing personal protective equipment of lab coat and gloves. There was no biohazard exposure to mucous membranes or open wounds. There were no erroneous test results with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer found tubing disconnected from the blood sampling valve (bsv). The customer re-connected the tubing resolving the leak and aspiration errors. (B)(4).